Event description:
It was reported that the patient's lead had high impedance with possible fracture. It was noted that the lead integrity alert (lia) triggered due to oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated that the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/short interval count (sic). (B)(4).